Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 249 mg/dl. It was indicated that the customer would administer a manual bolus to address bg levels. In addition, the customer reported experiencing a bg level of 68 mg/dl before lunch. The customer was unsure of the suspected cause of the low bg; however, reported being a brittle diabetic. The customer consumed food to treat bg levels. Recommendation was made to discuss diabetes management with health care provider.

Manufacturer narrative:
Review of pump data by tandem quality engineer showed that a carbohydrate bolus was recorded at 8:32am of 9.78 units, one hour after the basal rate change. This carbohydrate calculation could be high for the customer's food intake, and caused their blood glucose (bg) levels to go low. There are no indications in the pump data that a malfunction of the device caused the dip in bg value.

Manufacturer narrative:
Low bg issue- no failure identified.